Event description:
It was reported that post implant of a realize adjustable band, the band was eroded, the pt was seen for abdominal pain, an upper gi was performed that showed the band had migrated into the stomach and was partially in the gastric lumen. The surgeon explained to the rep, the hole in the stomach will heal on its own. The pt did have a few fills; it is unk as to how many. The volume in the band at the time of the explant is unk. There were no other treatment scheduled.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.